Event description:
It was reported that the patient's ipg had not worked for over six months and would not communicate with external devices. The patient refused to meet with a company representative and declined additional assistance. This is all the information that is known at this time.